Event description:
Based on additional information received on 29-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a patient (age and gender not provided) who received treatment with synvisc one injection and after unknown latency had pseudosepsis. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, indication, dose and frequency: not provided). On an unknown date, latency unknown, patient had pseudosepsis and then the patient had a series of hyaluronate sodium (hyalgan) and was fine. Action taken: unknown. Corrective treatment: unknown. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction. Upon internal review: lot details initially data entered as 5rfe059 was corrected to 7rsl021. Additional information received on 29-dec-2017 and 14-jan-2018 (both processed together with the clock start date of 29-dec-2017), this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who suffered from pseudosepsis after receiving synvisc one injection from the recalled lot. Although temporal relationship cannot be established between the event and the suspect product based on the available information. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the event to the product cannot be excluded completely.